Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview bisector c-ring "appeared to come off". The reporter clarified that the c-ring would twist along its wires/rod. Nothing detached or broke. The same unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).